Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon 80-100% deployment, the valve dislodged up into the non-coronary cusp sinus. Moderate paravalvular leak (pvl) was seen on transesophageal echocardiogram (tee). Subsequently, a second valve was implanted. No ai and no gradient were noted. No adverse patient effects were reported.